Event description:
The hosp has recently changed from one contrast media to another. They feel the sosa spike head is not working well (not long enough) for the contrast bottles, and they are getting air when aspirating contrast. There has been no pt injury.